Event description:
It was reported that the customer had high blood glucose of over 500 mg/dl due to not getting insulin. Customer stated the cannula was crimped and buttons on quick set inserter were not working. Troubleshooting was done. Customer treated with manual injection. The call was transferred to sales management team. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.